Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were emergency medical service due to low blood glucose unknown with blood glucose of 48 mg/dl. Customer was treated with intravenous glucose in emergency medical service. Customer declined troubleshooting. The insulin pump will not be returned for analysis.